Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that multiple ¿exhalation obstructed¿ alarms occurred during ventilation. When the device was later tested by löwenstein medical, all tests and calibrations passed, so there is no clear evidence of an internal hardware or software issue at that time. The most likely cause is a problem in the expiratory path, such as a partially blocked expiratory limb, a sticky expiratory valve membrane or cover, or another obstruction in the patient tubing that increased resistance during exhalation. Such an issue could have been present with the hospital¿s circuit and then disappeared or changed when a different circuit or valve set was used during service testing. For this reason, the device was returned to service with the conclusion that the tube set or the expiratory valve cover was the probable source of the alarms, rather than the ventilator itself. Case is closed. Note: creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.

Event description:
Hamilton medical ag received the following event description (summary): pressure buildup was not possible, and the expiratory valve test failed. The issue first occurred during ventilation. There were no health consequences, no clinical impact, and no intervention was required.